Event description:
It was reported that approximately 36 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room and was symptomatic with back pain. The hospital performed a computed tomography (CT) scan which indicated the patient had an endoleak. The physician elected to correct the endoleak by implanting another suprarenal. The patient was reported to be doing good post procedure.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. The devices remained in the patient and were not available for evaluation. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history shows that one other unit was involved in a similar event in complaint (B)(4), where it was determined that the device was not a contributing factor. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the exact root cause could not be determined based upon available information. However, cautionary product use conditions that might have contributed to this event included: the severe calcifications at the aortic neck, bifurcation and iliac arteries; and, the tortuous aortic blood lumen with an infrarenal angle of 43 °; and, the inability to utilize contrasted CT surveillance, which might have caused a delayed in a diagnosis.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.